Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had a device in his back and it wasn¿t working. The patient reported that he didn¿t have his serial number with him at the time of the call. No complications reported.